Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material m4018 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # m4018; batch # unknown. It was reported by customer that they were infusing propofol through stopcock, port started leaking propofol. Verbatim: m4018. Rn was infusing propofol through stopcock, port started leaking propofol. Rn states stopcock was opened correctly. Unsure how long propofol was infusing through tubing and stopcock before this occurred.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard stopcock(s) leaking the following information was received by the initial reporter with the following verbatim rn was infusing propofol through stopcock, port started leaking propofol. Rn states stopcock was opened correctly. Unsure how long propofol was infusing through tubing and stopcock before this occurred.